Manufacturer narrative:
The report of low speed alarms was confirmed based on the evaluation of the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (lead); however, a root cause for the events could not be determined through the evaluation of the returned portion of lead. A distal end percutaneous lead replacement was performed and approximately 19¿ inches of the external portion/distal end of the lead was returned. Electrical continuity testing of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead¿s wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 11 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received multiple low speed advisory alarms while the system was supported by the power module. The alarm did not occur when system was supported by batteries. The implanting center replaced the patient cables used in conjunction with the power module, but the alarms continued. The alarms could not be reproduced with movement while the patient was in clinic. The patient reportedly remained asymptomatic. The patient's system controller log files submitted to the manufacturer's technical services representative for review revealed multiple pump speed drops as low as 2660 rpm while the system was connected to the power module. X-rays reviewed by the manufacturer's technical services representative were found to be unremarkable. On (B)(6) 2016, the manufacturer's technical services representative performed a successful percutaneous lead repair. The patient remained admitted for one day after the repair and was sent home with no additional alarms reported.